Event description:
The connector clip had been broken when surgeon used hex driver for proper locking blocker connector clip before final tightening.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.